Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device remotely and determined that this model is no longer supported due to end of life (eol). The customer was recommended to replace the device. The customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on 03-feb-2022. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer recommended to replace the device to resolve the issue.

Event description:
Philips received a complaint on the heartstart mrx monitor/defibrillator indicating the problem with weekly automatic self-test that does not pass. There was no patient involvement

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.